Event description:
A surgeon reported a pt with unexpected hyperopia following intraocular lens (iol) implant surgery. Additional info was received from the surgical coordinator, who reported the pt also had lris (limbal relaxing incisions) performed during the iol implant surgery. According to the surgical coordinator, in the surgeon's opinion, it is unk whether the iol contributed to the event and the hyperopia is not expected to resolve. There are two medical device reports associated with this event. This file is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There was one similar complaint reported in the lot number. Additional info was requested and received. (B)(4).